Event description:
The manufacturer received information alleging the power led does not light up on a trilogy evo o2 device when plugged into the outlet. The customer tried using another outlet, but the same issue occurred on the device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the ac power was recognized during an operational check of the device. The manufacturer's service technician proactively replaced the power supply on the device. The root cause isn't confirmed at this time. Additionally, during the service of the device, the blower assembly and flow sensor were replaced for contamination unrelated to the reportable malfunction/issue.